Event description:
Pt's attorney reports: on (B)(6), 2009, pt purchased two boxes of contact lenses. On (B)(6), 2009 pt opened a new pack from one of the boxes she purchased for her left eye. After placing the lens into her left eye, she felt a burning sensation. It turned out to have been caused by a second lens somehow double-packed with the first lens into the new pack and was unknowingly in her left eye with the first lens. While she was able to remove this unwelcome lens, she suffered a left eye infection caused by the second lens and required a five-day stay in the hospital.

Manufacturer narrative:
Eval-method: two lot numbers were provided in the initial letter, 2444252342 and 2444252340. The two numbers provided do not conform to the lot identification nomenclature in use and do not match any lot history record on file for the named product or any other product. At this time, it is not possible to clearly identify the lots for a review of the lot history record. Therefore, a review of the complaints history for this product was performed for the purpose of identifying a trend, if any. Results: no trend was identified. Conclusion: no conclusion can be drawn. This is being reported an infection of the eye which required a hospital stay of 5 days for treatment. A direct causal relationship between the product and the injury has not been identified. To date, no other info has been provided. Should add'l info be provided that would change the conclusion of this investigation, an updated report will be filed within 30 days of receipt of the add'l info.